Event description:
It was reported that while a physician was using a bd precisionglide specialty use sterile hypodermic needle to inject a patient with a pain management medication, approximately 3cm of the needle broke off in the left transcapsular region injection site. The patient went to two different emergency departments to be evaluated and was told that the broken needle was too deep to be removed. The specific medial interventions that the patient may have received in the emergency departments are unable to be confirmed, however, based on the procedure, the location, the description form the physician nad th fact that the needle "was too deep " to retrieve, the likelihood the patient received an imaging study when he/she was evaluated in an ER is high. No further information is available regarding this incident.

Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4307572. Conclusion: without a sample an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. A review of the device quality notifications revealed no irregularities during the manufacture of the reported lot number 4307572. (B)(4).